Event description:
On (B)(6) 2013 the reporter contacted animas to report a priming issue with the pump; the patient refused to provide further information regarding the pump issue, and also refused to troubleshoot the pump. The issue was not resolved. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, this complaint is being reported.